Manufacturer narrative:
(B)(4). This complaint was confirmed based on information provided by the nurse. Nurse reported a breach in aseptic technique (use error) described as poor aseptic technique. Patient then experienced peritonitis. There is not enough information to determine the cause of the use error. A review of all batch record documents was performed on h11f28088, h11h05033, h11f15127 and h11f03123 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique

Event description:
The customer contacted baxter's technical service center regarding a low drain alarm, which occurred on the homechoice during use. At the time of the call the patient stated he had peritonitis. On (B)(6) 2011, product surveillance contacted facility and spoke with peritoneal dialysis nurse about this patient's peritonitis. The nurse stated that the patient was diagnosed on (B)(6) 2011 with bacterial peritonitis. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011 and was treated with antibiotics and is recovering. The nurse stated that she did not believe that the peritonitis was related to baxter products or dialysis, but was a result of poor aseptic technique. She confirmed that the patient was retrained on proper technique. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. The cause of the reported condition of peritonitis is unknown. This is report 3 of 4 involved in this peritonitis event